Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test, off no power, unexpected restart after putting new battery alarm and for experienced high blood glucose level. The customer¿s blood glucose level was 200 to 220 mg/dl. Troubleshoot was performed for failed battery test and stated that pump was not good anymore due to being 6 to 7 years old. Customer unable to troubleshoot for high readings, failed battery test, off no power, unexpected restart after putting new battery alarm. The insulin pump will not be returned for analysis.